Manufacturer narrative:
Section h6 health effect - clinical code: 4868 hemodynamic instability. Section h6 investigation findings: 4253 - blockage identified. Manufacturer's investigation conclusion: review of the submitted log files confirmed a low flow event with sustained low flow alarms; however, a specific cause for this finding could not be conclusively determined. Evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues. The reports of noise/sound changes and potential obstruction were unable to be confirmed through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 8.5¿ from the pump header. The remainder of the pump cable was not returned. Approximately 7.0¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief hardware properly engaged. The apical cuff was returned secured with the cuff lock fully engaged. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The submitted log files and log files retrieved from the returned controllers and pump were reviewed. The pump operated at the stored patient speed without issue. A sustained low flow was captured on (B)(6) 2023 when flow quickly decreased to 0 liters per minute (lpm). The decrease in flow to 0 lpm was accompanied by a decrease in power indicative of a true decrease in flow. The sustained low flow event did not resolve with a controller/modular cable exchange. Flow spontaneously returned approximately 2 hours after the start of the event. It was reported that the patient received blood pressure support medication, heart contraction medication, and an anticoagulant medication drip during the event. It was reported that obstruction was suspected as a cause of the low flow event. The patient also underwent an echocardiogram (echo) and a right heart catheterization (rhc). Based on changes in pump speed in the logs that appear consistent with medical procedures, flow spontaneously returned approximately 7 minutes after the completion of the final procedure. There were no other notable alarms active in the log file. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including hypertension. Section 6 ¿patient care and management¿ states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg (millimeters of mercury) should be considered adequate. Section 1 of the IFU provides an explanation of pump parameters, including flow and power. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Sections 1 and 6 of the IFU instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. The heartmate 3 lvas patient handbook, rev. D, is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The patient handbook also instructs to "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the controller and modular cable were exchanged to troubleshoot the 0 flow, with no solution. It was suspected obstruction may have caused low flow and 0.0 lpm reading as flow returned approximately 120 minutes later. The patient was started on heparin drip, appropriate inotropes, and had right heart catheter. Flow returned following right heart catheter. The patient was then transplanted on (B)(6) 2023.

Event description:
It was reported that patient was working with physical therapy and a low flow alarm occurred and then it went to zero flow. The event log contained a sudden onset of persistent low flow hazard alarms with a drop in pump power on (B)(6) 2023 at ~9:13am. The log indicated the pump was disconnected from the controller at 9:25am and then reconnected at 9:52am. The pump appeared to have reacted to a sudden decrease in blood volume flowing through the pump (possible obstruction). The backup controller contained limited data showing the connection of the pump to the backup controller. Once connected the log showed persistently low calculated flow. The patient was briefly put on a pressor (maps 50) and an inotrope, but they were both off. Right heart catheter showed right atrial pressure was markedly elevated (ram=23 mmhg), moderate pulmonary arterial hypertension (pa=49/30/36 mmhg), pulmonary capillary wedge pressure was markedly elevated (pcwpm=34 mmhg), markedly reduced cardiac output on dobutamine drip 3 mcg/kg/min (ci= 2..1 l/min/m2 by fick equation - svo2 40 mmhg, 1.1 l/min/m2 by thermodilution). Heart rate was 80 bpm. Systemic blood pressure is 105/58/70 mmhg. Around 1pm the flow had returned to baseline 3.7-3.3 lpm, power increased by 1 watt to 3.5. The pump sounded to have an intermittent high-pitched sound. Log files showed estimated flow appeared to resume normal parameters starting at ~11:40am on (B)(6) 2023. During this initial return of flow, the log files contained transient motor instability fault as well as some rotor noise. This indicates that the motor was having difficulty maintaining levitation. This can occur during an instability event or ingested thrombus. Perhaps the obstruction was ingested and has passed through the pump. Related controller is reported under MFR # 2916596-2023-05965.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.